Event description:
It was initially reported by the patient that following surgery, she has experienced constant pain. Additional information received from the doctor on 5/5/09 stated that nine days post-op, the patient developed bilateral infections at the buttock puncture sites. The condition was diagnosed via office exam and CT scan showed no fistula at that time. In 2007, infected mesh was seen in the rectovaginal space, rectal exam was still normal, 2 sigmoidoscopies were normal. At about one week later, pt was taken to or where a rectovaginal fistula was found. After bowel preparation in the next day, rectovaginal fistula was repaired. At about 2 months later, the fistula recurred and patient was referred to colorectal surgeon. No further information was provided.